Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device

Event description:
It was reported that by the physician that while performing a varicocele embolization, she chose an azur coil implant, prepped normally and she introduced coil casing to hub of catheter and started advancing the pusher wire. The physician removed the casing, and she hit the fluoro pedal and continued to advance the coil. She then noticed that the coil pack started to move but she didn't see any coil. She then pulled back and noticed that there was no coil on the end of the pusher wire. She spends a fair bit of time ensuring the coil had not detached anywhere in her system. It was then assumed that no coil was ever present on the pusher wire. The patient outcome is currently unknown, and to date no additional information has been provided.